Event description:
The patient's mother contacted animas on (B)(6) 2011 to report that the patient was admitted to the hospital on (B)(6) 2011 for a high blood glucose (bg) of 498 mg/dl with symptoms of nausea, vomiting and ketones. The reporter informed animas customer support (cs) that the patient began to obtain elevated bg readings on the afternoon of (B)(6) 2011. The readings were not provided; however, the reporter stated the high bgs were corrected via pump. Prior to the high bgs, the reporter claimed she had last changed site on (B)(6) 2011. The site was not changed again until (B)(6) 2011 when the patient was at the hospital and they were restarting pump. At the time of troubleshooting the pump's settings and alarms were reviewed. The reporter confirmed there were no associated alarms in pump history. Prime history showed that the patient received many loss of prime warnings on (B)(6) 2011 and (B)(6) 2011. Review of basal history revealed that the patient was not obtaining basal delivery for over 2 hours on (B)(6) 2011 due to loss of prime warnings. At the time of the call, the patient's mother informed cs that the cannula was bent when removed. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 11/17/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: a review of the total dialy dose history showed that the insulin delivery totals correctly reflected teh user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related malfunctions were found during testing. Unrelated to the complaint, the bolus button was observed to be missing.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.